Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a power error detected alarm and a high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump kept alarming power error detected. Troubleshooting was performed and completed. Customer also reported a high blood glucose of over 400 mg/dl and declined high blood glucose troubleshooting and stated that she knows how to take care of it. The insulin pump is not expected to return for analysis.